Event description:
It was reported that facility stated that their alpine 420 lift was giving them trouble for some time, sales rep removed old 420 and replaced it with a newer alpine 600 (facility kept old chair and scale from the 420 to be used with the newer alpine 600). Service tech went to facility. Facility was very disorganized. Admin. Maint. Men, & 1st contact refused to see him. Service tech was able to evaluate equipment. Service tech found load cell was upside down and reattached correctly. Service tech left video program and will be writing a trip report of findings.